Manufacturer narrative:
The iol (intraocular lens) was returned on a piece of white medical sponge placed into a plastic specimen cup. Viscoelastic was observed on the lens. One haptic distal area was nicked on the anterior surface. The power, cylinder, and resolution was re-checked by engineering tech, r. Fannin. The results show that the lens met specification for an suspect (1.50cyl), 14.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. The account indicated the use of qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "explant blurred vision". The initial report description indicated that a facility representative reported an explanted iol with patient reason blurred vision. Clinical reason was mechanical complication. The iol does not have a mechanical component--the terminology used to report mechanical complication is an insurance coding term that is used for billing and coding when a lens is exchanged---the verbiage does not indicate a lens malfunction. Each lens is subjected to a 100% assessment of the power, cylinder, and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company suspect monofocal (1.50cyl), 14.5 diopter lens was replaced with a company's trifocal (1.50cyl), 14.5 diopter (add power +2.2/+3.2) lens. Due to the exchange of a monofocal lens to a multifocal lens of the same diopter, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged in a secondary procedure. The clinical reason for explant was mechanical complication. Additional information has been requested.